Event description:
It was reported to medtronic neurosurgery that the device was broken during use and explanted.

Manufacturer narrative:
The valve was patent and passed siphon testing. It did not meet requirements for reflux testing, and it did not pass the leak test as there was a tear in the proximal occluder. It is unk how or when this damage occurred. The device met all specifications for pressure-flow and preimplantation testing. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the mfg records was not possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture. No injury to the pt was reported.